Event description:
Philips received a complaint from customer biomed reporting the touch screen of the v60 ventilator was unresponsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. The rse reported the touch screen calibration failed and determined touch screen replacement was necessary. A proposal for further service was provided to the customer.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician confirmed the customer¿s allegation of touchscreen not responding and failed calibration through pil testing. The pil technician reported the touchscreen flex circuit failed required resistance testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp reported the issue could not be resolved with calibration; therefore, the asp replaced the touch screen. The device was operational and returned to service after repairs were completed.